Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was deformed with loose "string-like" silver hanging of it. The following information was provided by the initial reporter: contained one (1) syringe out of twenty (20) which the black plunger has a loose "string-like" sliver hanging off of it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: h6: investigation summary it was reported there was a loose string like sliver hanging off the plunger. To aid in the investigation, one sample with the tray top web and two photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed in the sample received. The two photos provided show a syringe with a black string that comes from the area of the top of the rubber stopper. No other defect or imperfection was observed. A device history record review was completed for provided material number: (B)(4), lot: 2284216. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records, all the inspections of the sampling plan met the acceptance criteria. An additional device history was reviewed for the batch of syringes used in the manufacturing of this convenience pak. The review did not reveal any detected quality issues during the production of these syringes that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. However, based on the photo samples provided the symptom reported by the customer is confirmed, but with no analysis of the foreign matter shown in the photo the root cause is unknown.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was deformed with loose "string-like" silver hanging of it. The following information was provided by the initial reporter: contained one (1) syringe out of twenty (20) which the black plunger has a loose "string-like" sliver hanging off of it.